Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. There was no impact to the customer¿s blood glucose.